Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that some of the buttons were sticking on the display panel. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had reduced battery life and the rails that hold the clip were broken. The device will not be returned for analysis.